Event description:
A malfunction occurred with the customer's device, identified by malfunction code "malf 0," and no notable events were reported prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and confirmed it was under warranty. The customer will use multiple daily injections (mdi) as a backup insulin therapy. The customer was instructed to let the pump's battery fully deplete before returning it with a pre-paid label, acknowledging and understanding the instructions.